Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed two unexplained pump reboots. It was recorded that the pump continued to be used three days after the issue was reported. The battery compartment was observed to be cracked, with no evidence of corrosion inside. There was no visible damage to the battery cap, and the cap was able to fully secure onto the pump. The pump powered on normally, and there was no power loss observed during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.